Manufacturer narrative:
(B)(4).

Event description:
A report received form (B)(6) stated, during use in a patient, air leaked from the pilot balloon. It was reported that the patient was re-cannulated. There was no patient harm reported. Though requested, lubrications use and the method used to test the balloon was not known.

Manufacturer narrative:
An investigation was performed on one returned sample of a shiley pediatric tracheostomy tube was received for evaluation, and no lot number was provided. Visual inspection was performed, and it was observed that the components were assembled properly in the tube. Inflation/deflation tests were performed by using a 7cc syringe of air applied to the cuff. It was observed the cuff held the air, and it was left inflated for 24 hours according to process instructions. No leaks or deflation was observed. Additionally, the device was submerged into a container filled with water, and no leaks were observed. The customer reported failure mode was not verified on the received sample. (B)(4).